Manufacturer narrative:
Reference record (B)(4).

Event description:
Date of birth added.

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed stoma site inflammation with purulent discharge for four weeks. A smear was taken showed that there are molds on the stoma. The patient was treated with oral antibiotics amoxi-clavulan without improvement. Stoma is treated with zinc compress.